Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analysis was performed and no anomalies were found. Concomitant product: 419478 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced pain at the pocket site of the cardiac resynchronization therapy pacemaker (crt-p) and twitching, or pectoral muscle stimulation, from the left ventricular (lv) lead. It was noted the patient was not responsive to cardiac resynchronization pacing therapy, therefore, the crt-p was downgraded to an implantable cardioverter defibrillator (ICD)nd the lv lead was disused and capped. No further patient complications have been reported as a result of this event.